Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) due to a high blood glucose level and diabetic ketoacidosis. Customer's blood glucose level was 600 mg/dl. The buttons were sticking. They were treated with IV drip and was kept for two days. Customer was unable to complete upload. The device was not returned.